Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump in to charge, despite using multiple wall adapters and power sources. The customer's blood glucose (bg) was 124 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.